Manufacturer narrative:
During testing it was found that the device ac power cord prongs were bent. The ac power cord could still be inserted to the ac receptacle. The ac cord's outer sheathing was pulled from the strain relief, but no bare wires were exposed. The probable cause for the bent prongs on the ac power cord is use in the customer environment. If the ac power cord is attempted to be removed from an outlet by pulling at angle, it is possible to bend the prong of the cord. The customer complaint for a broken module housing was confirmed through visual inspection. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device module housing was broken. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the ac power cord prongs were bent.